Event description:
There was no pt involved in this event. The device malfunctioned in that the status indicator was constantly lit and not flashing. A device left in this fault mode, if undetected, could result in the failure of the device to perform as intended, if required.